Event description:
Chest pain, joint pain, difficulty breathing, loss of motion, loss of ability to grasp and lift (causing unemployment for duration for duration of implants), numbness and tingling in chest, arms and hands, perpetually cold chest, torso, neck, arms and hands, extreme fatigue, noticeable cognitive dysfunction, noticeable hair loss, skin texture changes (bloating / irritation/ redness) and discoloration, slow wound healing, worsening of reynaud's, migraines, anxiety and depression during time of implants. FDA safety report ID# (B)(4).